Manufacturer narrative:
H6. Method: device history, inspection/manufacturing records, previous investigations were reviewed in conjunction with operative reports. H6 results: condition of components suggest that deformation of the "uhmwpe" insert took place under mormal loading of the femur, increasing the wear on the insert. H6 conclusion: a thin tibial insert combined with a titanium femoral bearing surface caused accelerated wear and eventually the femur wore through the insert and began boaring metal to metal with the tibial baseplate.

Event description:
Revision due to excessive polyethylene wear.